Manufacturer narrative:
A visual examination of the returned device found damage to the pebax section including peeling of the distal tip. The tip of the core wire was exposed. There was no evidence of a core wire fracture and the ptfe jacket was intact. The reported event of guidewire tip detached was confirmed through analysis of the returned device. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4) - the reported event of tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure while attempting to reach the common bile duct, the physician noticed that the hydrophilic tip of the guidewire peeled off and fell into the patient, leaving the tip of the core wire exposed. The physician retrieved the detached fragment and completed the procedure with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure while attempting to reach the common bile duct, the physician noticed that the hydrophilic tip of the guidewire peeled off and fell into the patient, leaving the tip of the core wire exposed. The physician retrieved the detached fragment and completed the procedure with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.